Event description:
While transferring from the bath, the resident leaned forwarded on the arms for the seat. One of the arms gave way, allowing the resident to fall into the bath. Hitting their head as they fell